Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was noted that on (B)(6) 2012 the patient was admitted to the hospital with poor pain control which resulted in prolonged hospitalization. The event was not related to the implant procedure. The medications used in the pump were morphine 10mg/ml and bupivacaine 10mg/ml. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient product ID 8711, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product type catheter, product ID 8596sc, lot#, serial# (B)(4), implanted: 2011 (B)(4), explanted: product type catheter. (B)(4).